Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure when the physician tried to release the stent in the bile duct heavy resistance was met. Scope position and elevator angle were not tight condition. Although the physician slid back the outer catheter with resistance, the stent could not be deployed. It was found that the outer catheter had detached near the guidewire exit port. Therefore, the whole device was removed from the patient body, and the procedure was completed with a new wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure when the physician tried to release the stent in the bile duct heavy resistance was met. Scope position and elevator angle were not tight condition. Although the physician slid back the outer catheter with resistance, the stent could not be deployed. It was found that the outer catheter had detached near the guidewire exit port. Therefore, the whole device was removed from the patient body, and the procedure was completed with a new wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported event of outer catheter had detached. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Visual examination of the returned device noted that the stent was fully mounted. The outer sheath was broken/torn at the distal end of its blue section. The inner shaft was kinked at the location of the break in the outer sheath. A slight bend was noted in the stainless steel shaft. Based on the condition of the returned device, it was not possible to deploy the stent in the proper manner. Functional analysis noted that when the deployment handle was fully retracted, the distal portion of the broken/torn outer sheath moved proximally allowing the stent to be deployed. An examination of the deployed stent found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.